Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies found. Upon investigation, grommet damage was reported.

Event description:
It was reported that during implant attempt, there was oversensing and noise on the rv channel, and possible blood in the header. It was reported that during the implant procedure the noise was detected on the v channel. The device was not used. No patient complications were reported as a result of this event.